Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 136 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated that she had tried to change the battery but the alarm would not clear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.